Event description:
It was reported that the right atrial (ra) lead was returned to the manufacturer after being explanted at the time of the right ventricular (rv) lead revision and subsequently tested out of specification during manufacturer's analysis. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated the outer insulation of the lead developed a breach due to a depression while in vivo. If information is provided in the future, a supplemental report will be issued.